Event description:
It was reported that this implantable pacemaker had only 2.5 years longevity left. Technical services (ts) discussed that no faults or alerts. This is with the new rv pacing and possible patient developed high blood (hb). This pacemaker remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that this pacemaker was explanted due to premature battery depletion (pbd). A new device with a different model was successfully implanted. No additional adverse patient effects were reported